Manufacturer narrative:
(B)(4) on an unknown date during hospitalization, the pd catheter was removed and the patient was switched to hemodialysis. On an unknown date, the patient started treatment with intravenous meropenem (daily until fourteen days prior to the receipt of this report; dose not reported) and intravenous cefepime (daily until fourteen days prior to the receipt of this report; dose not reported) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and fever. The cause of the event was reported as ¿change of patient line transfer¿; however, further details were not provide, therefore, the cause was assessed as unknown. On an unknown date prior to hospitalization, the patient started treatment intraperitoneal (ip) amikacin (dose, frequency, and duration not reported) for peritonitis. Eleven days after the event onset, the patient was hospitalized due to the patient ¿did not recover from the peritonitis with the ip treatment¿ and the plan is for the peritoneal catheter to be removed. At the time of this report, the patient remains hospitalized and has not recovered from the peritonitis event. No additional information is available.